Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. The sub assembly device history records contain nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook metii-21-480. It was reported that the coating on the wire stripped. They experienced some resistance trying to remove the wire from the extraction balloon. At some point, they realized the wire had stripped and part of the coating part of that coating remains in the patient's common bile duct. They tried to balloon sweep the coating that was in the duct to try to remove it and were not successful. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.